Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to the service department of oekg. Oekg checked the subject device and found the reported phenomenon, and also found that this phenomenon was caused by the failure of the ccd unit. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus europa se & co. Kg (oekg), it was found that the endoscopic image of the subject device was not displayed on the monitor. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Oekg further checked the subject device and found the breakage of the camera cable. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from oekg, omsc considered that the reported phenomenon was attributed to the failure of the image signal transmission to the video processor due to the breakage of the camera cable, which might be caused by the user handling such as applying excessive force to it. If additional information is received, this report will be supplemented.